Event description:
It was reported that this right atrial (ra) lead showed a high, out of range pace impedance value. Also, high pacing thresholds were observed but no noisy signals and no inappropriate atrial tachy response (atr) episodes. This appears to be a known ra lead issue. It appears that the ra lead daily measurements were turned off for at least the following year. The patient is new to the clinic and the previous clinic mentioned that the observed issues happened fairly soon after implant. A potential ra lead issue was considered. Various options for monitoring and addressing the issue were discussed, as well as following with the previous clinic. The ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.